Event description:
During traction removal by nutrition nurse of 12 fr peg tube. Peg tube "snapped". The section of device left inside the patient was successfully removed by endoscope. There were no adverse consequences for the patient. Peg tube had originally been placed 2.5 years earlier.